Event description:
The manufacturer received information alleging a ventilator sounded the o2 regulation alarm. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegation was confirmed and the system pca was replaced. The device was then returned to the customer.